Event description:
It was reported that the device had unexpected battery longevity and possible early battery depletion due to high left ventricular (lv) output and the pre-electrogram (egm) storage was programmed on for the life of the device. It was further reported that there were high lv pacing thresholds observed since one day after the initial implant of the lead. The device and lead were explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis revealed the returned device did not detect any performance issues, but the calculated longevity result of 89% of expected was less than the predicted value based on the available programmed parameters. In the absence of the complete programming history, it is not possible to determine why the longevity did not match the predicted model.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 419678, implantable pacing lead, (B)(6) 2011; 5076, implantable pacing lead, (B)(6) 2007; 6947, implantable tachy lead, (B)(6) 2007. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.